Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose on (B)(6) 2011. She stated, she changed the infusion set in the morning and her blood glucose was elevated to 300 mg/dl after work. Her normal blood glucose level is 120 mg/dl. She changed the infusion set and injected insulin via syringe and bolused through the infusion device. She stated that the cannula of the headset that was removed was a solid piece of plastic and not a tube. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced. The alleged product was discarded. No product will be returned for eval.